Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, the customer experienced difficulties charging the pump and pump would get warm to touch during charging. There was no adverse impact to the customers blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.